Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the nurses enter the amount of diluent volume versus the total volume in the bag causing them to enter the wrong amount. There was patient involvement but no harm. Although requested further information was not provided.